Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a PICC insertion on an oncology patient, the etched wire was inserted into the patient to measure for PICC trimming. However, the wire tip unraveled from itself and another kit had to be opened to utilize the etched wire. Aside from the PICC line, no part of the device remained inside the patient.